Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes due to intermittent noise was observed. Patient's condition was good. Morphology and amplitude of noise was variable. Lead damage was suspected. Further tests to evaluate the lead were recommended. Further course of action is unknown.